Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle was unable to inject insulin. This was discovered during use. The following information was provided by the initial reporter: not being able to inject insulin with microfine pen needle 0.23x4mm, only one drop comes out.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle was unable to inject insulin. This was discovered during use. The following information was provided by the initial reporter: not being able to inject insulin with microfine pen needle 0.23x4mm, only one drop comes out.